Event description:
The patient, a non-compliant diabetic, began feeling terrible; lethargic, tired, pale and vomiting. The pt could not test on the pt's one touch basic meter due to "cta" messages. The pt visited the pt's doctor in 2001, where the pt's blood glucose was 365 mg/dl. It is unknown if treatment was provided, however, the pt was advised to increase the pt's testing to twice a day and to watch the pt's diet. The meter was replaced.